Event description:
It was reported via repair work order that both footend side rails were stuck in the down position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.